Manufacturer narrative:
Visual inspection of the returned component identified multiple damaged teeth on each side. The tips of several teeth on the "f" side of the component had fractured off. Measured dimensions and hardness were conforming to print specifications. Review of the device history records and receiving inspection report identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Per the persona surgical technique "make sure that the cemented tibial broach inserter/extractor handle remains flush against the cemented tibial sizing plate and in full contact with the cemented tibial sizing plate and that the cemented tibial broach inserter/extractor handle does not tip during impaction. The orientation of the cemented tibial broach inserter/extractor handle is important to ensure proper and complete broaching resulting in full seating of the tibial implant on the bone." It appears that the damage to the teeth was caused by the component alignment during broaching.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that teeth on the tibial broach impactor were missing.